Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 main was not detected on the bus and required maintenance. The customer stated that the system had been shut down multiple times, but the drawer could not be accessed through the cubie map. The customer also noted that the cubie map for the drawer was blank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was not detected on the bus. A field service engineer (fse) identified that the retractor band cable was defective and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.